Event description:
It was reported that the clip appliers produced cross clips. There appeared to be no pt injury. No other info was provided.

Manufacturer narrative:
The device was not returned to the MFR. A follow-up report will be sent if the device is received.